Event description:
A zoll distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional therapy electrodes.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation, the electrode belt failed incoming testing. The j2 tab inside of the rear #1 therapy pad was not properly soldered. The cause for the failure was isolated to the improperly soldered j2 tab. The root cause for the improper solder was an assembly error. A corrective action was issued for this error. No adverse event resulted from the non-functional therapy pad.